Manufacturer narrative:
An event of anemia and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 7.8mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the physician believes there is no clear cause for the heart block, and the anemia is believed to have been from blood loss during the procedure. Based on available information, the cause for the reported anemia is related to procedural conditions (blood loss due to procedure). A root cause for the reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. During the procedure, there was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 7.8mm. Post-procedure, it was noted that the patient had become anemic. The patient's hemoglobin value had decreased and is believed to have been from losses during procedure. The decision was made to transfuse the patient with 2 units of packed red blood cells. On (B)(6) 2024, it was noted that the patient developed a complete atrioventricular (av) heart block. The decision was made to insert a transient pacemaker. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.